Event description:
Two devices deployed, in both cases the same event occurred. Device appeared to be deployed as intended, both in both instances bleeding was seen immediately after sep 3, and x-ray confirmed both implants were deployed inter-arterially, one in each leg (the case was an ep lead extraction and the patient had a 5f sheath in the right leg and a 6f sheath in the left leg). Celt was deployed by dr. (B)(6) in the left leg, and dr. (B)(6) in the right leg. Manual compression was used to achieve hemostasis and patient was discharged as expected the next day, no sign of compromised flow in either leg as verified by patient having warm feet and palpable pulses.